Event description:
Reporter indicated that patient's lead may have a fracture because device diagnostic testing was not within normal limits (specifics unknown). The patient recently underwent generator replacement surgery for end of service. It is unknown whether the lead may have been damaged during generator replacement surgery. Attempts to obtain additional information have been unsuccessful to date.